Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery was not locking properly in its battery compartment, causing the device to unexpectedly power off. The patient was resuscitated after being provided with defibrillation therapy, and regained consciousness.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the button to release the battery was not functioning properly. Proper device operation was observed, with a new battery, through functional and performance testing. The device was subsequently returned to the customer for use. The customer was provided with a replacement battery.

Event description:
The customer contacted physio-control to report that the battery was not locking properly in its battery compartment, causing the device to unexpectedly power off. The patient was resuscitated after being provided with defibrillation therapy, and regained consciousness.